Manufacturer narrative:
Concomitant medical products: 6996 sq58 lead, implanted: (B)(6) 2006; d314trg device, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement at an unknown time throughout the use of the lead. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.